Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01-august-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-july-2018 with the following findings: there was corrosion observed in the battery compartment. The keypad was intact and all keys responded appropriately. The keypad cover was removed and no contamination was found under the key contacts. The investigation failed to confirm the unresponsive keypad complaint. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. The leak test failed with the battery compartment leak. There was no evidence of internal moisture found.